Manufacturer narrative:
Concomitant medical products: 439878, lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was pacing below the programmed low rate. The patient was admitted with heart failure symptoms and was put on a ventilator. It was further reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos), the crt-d and the rv lead remain in use. No further patient complications have been reported as a result of this event.